Manufacturer narrative:
The reported 7x25mm biorci ha screw, intended for use in treatment, was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 4mm of the distal threads have been broken off and were not returned for examination. The screw is soiled with human matter confirming it was attempted to be used. Dimensional assessment of the screws major diameter and wall thickness was measured and found to meet print specification. The condition of the screw indicates it was subjected to excessive force during insertion. Per the device isntructions for use ¿warning: the starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion. If hard bone is encountered, the biorci tap should be used¿ a review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that, during an acl reconstruction surgery, the biorci screw was found damaged when the package was opened. A back-up device was available to complete, without significant delay, the procedure. The patient was not harmed. Results of the investigation have concluded that the screw was broken, and actually it was used in the patient as it was soiled with human matter, which makes this a reportable event.